Manufacturer narrative:
Device information - lot number is either 14850632 or 14855368. (Other): device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As originally reported, during a ureteroscopy (urs) with stone fragmentation, the stent in a c-flex multi-length ureteral stent set was "broken". There have been no adverse effects reported due to this occurrence. Upon return of the complaint device, the stent was separated into two segments. Additional patient/event information has been requested.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description as originally reported, during a ureteroscopy (urs) with stone fragmentation, the stent in a c-flex multi-length ureteral stent set was "broken". Upon return of the complaint device, the stent was separated into two segments. There have been no adverse effects reported due to this occurrence. Due diligence was carried out to get additional information, however no additional information was received. Investigation ¿ evaluation reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One stent was returned for investigation in two segments. Segment 1 is one of the pigtails and measured approximately 8.6cm long. Segment 2 is the body of the stent and the second pigtail. The point of separation was jagged a review of the DHR for the two possible lot numbers of the complaint device revealed no recorded non-conformances relevant to the failure mode. A review of complaint history records shows no other related complaints associated with the two possible reported device lot numbers. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. A review of the device specification was performed including quality control procedures. Cook has concluded that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. The evidence from the complaint file, device history record, complaint history, quality control documents and complaint device indicates that the complaint device was manufactured to specification. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions - do not force components during removal or replacement. If resistance is encountered, stop. Determine the cause of the resistance before proceeding. A cause for this event could not be established. Due to lack of information about the procedure it is not possible to rule out procedural factors. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.